Event description:
This event is associated with the glow clinical trial.. It was reported that a female patient underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2018. Adverse event # 2. Nipple reduction, (left side, implant serial number: (B)(4). Doi: 07/05/2018). On (B)(6) 2018, she presented with nipple reduction, which required nipple reduction on (B)(6) 2019. The principal investigator assessed this event as moderate in severity, serious, not related to the device, and related to the procedure. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: nipple reduction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Per additional information received on may 1, 2024, patient experienced bilateral hypertrophic scar. Manufacturer¿s reference number: (B)(4).